Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's next of kin called and reported that the customer experienced extreme low blood glucose levels and on another occasion was hospitalized on (B)(6) 2016 and released the day with high blood glucose levels of 600 mg/dl at the time of the incident. The customer treated the high blood glucose levels with manual injections. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's doctors advised her to stay on manual injections as they were working better for her, after trying them for a couple of weeks. Customer's next of kin stated that the issue was not the pump but operation of the pump by the customer. The insulin pump will be returned for analysis and credit.